Manufacturer narrative:
Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, scratched case, fading serial number label, broken reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 108 mg/dl at the time of the incident. It was reported that the reservoir compartment ring was missing. The insulin pump was returned for analysis.